Manufacturer narrative:
UDI: unknown part number, attempts to obtain product were unsuccessful, UDI unavailable. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. This report represents the first of two devices reported in this event. Refer to MDR 1226348-2018-10844 for information regarding the additional device.

Event description:
It was reported by the affiliate that after implantation, a microsensor gave negative pressure readings. The neurosurgical team replaced it with another one. This first microsensor was discarded after removal. This is the first of two products involved in this event.